Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of the reset, pump set to minimum rate, and firmware error was unknown. The patient hadn´t any issue nor special event like an MRI or similar. The patient's weight at the time of event, was unknown and not able to be obtained. The facility and initial reporter information was provided. The pump serial number and implant date were provided.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was in the hospital with the alerts / service code 101 regarding pump reset and service code 87 regarding pump administering at a minimum rate. The patient was not experiencing any issues related to medication. The pump however would not allow new programming as it showed the alerts again. The patient had not received rm or other tests. The samsung programmer used had the old synchromed application software version. It was being considered that normally this message should not restrict them from making a therapy change. When they press "ok" and program the pump, the alerts appeared again although they had changed the infusion settings. Regarding the old synchromed software application version used, it was indicated as 1.1.342. As per the logs the following occurred on 2024-apr-24 at 1:22 pm: critical alarm regarding pump reset, critical alarm regarding pump reset due to firmware error, and critical alarm regarding pump in minimum rate. It was further reported that when they acknowledged the actual alerts, the pump allowed them to program again but when they tried to update the pump the alerts showed again and it wouldn't update. It was further noted that they were finally able to solve the situation with interrogating and updating the pump with a model 8840 n'vision programmer. With the clinician programmer tablet, it was not possible and they had tried with two tablets in the hospital with one having synchromed ii software version 1.1.342 and the other having the new synchromed iii software application version 2.0.1460.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown software version: 1.1.342 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown, ubd: , UDI#: continuation of d10: product ID a810 lot# serial# unknown software version: 2.0.1460 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11: this device issue is known and documented in the labeling per ma04279a071 ¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.